Manufacturer narrative:
(B)(4). G2: foreign: canada. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while the surgeon was impacting the glenoid implant the blue tip of the instrument fractured off. The tip fell on the floor and no pieces fell into the patient. There was no report of foreign body retained or harm to the patient.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. Visual examination of the returned product/provided pictures identified signs of previous use. There is staining, gouges and scratches on the handle of the device. The impactor tip is also gouged and fractured. Not all of the pieces were returned with the device. Measured the product identifier of the print and it is conforming. The device has a possible field age of 3+ years. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.